Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# va0c2bx, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported that the patient had a loss of therapeutic effect and sometimes had a hard time making it to the bathroom. She would ¿lose some¿ on the way and still had some leakage; she had to wear pads for leakage too. The therapy worked better ¿when implanted and it gradually changed.¿ the patient stated that within the last six months her symptoms gradually returned; she noted that six months was a ¿wild guess since it was easy to lose track of time.¿ she also had ¿a lot of other things happen.¿ she had never made an adjustment and was unable to at the time of the report due to programmer issues.

Event description:
It was reported on (B)(6) patient fell and broke her hip. It was noted that patient loss therapeutic and ¿had been losing urine before she could make it to the toilet¿. It was indicated that her symptoms were under control until she fell and broke her hip. It was noted that it had being about 2 weeks prior to the call that her problem with leaking was going on. It was reported that the device was checked and health care provider confirmed that the interstim device was working. It was indicated that patient was at 1.9 or 1.8v decreased stimulation one-tenth of voltage and was not feeling stimulation. It was indicated that patient "had done some adjustment in the past and couple of times, it had to be turned all the way down to get it corrected". It was noted that it worked well until she broke her hip. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)